Event description:
Healthcare professional reported through National Breast Implant Registry "Suspected/Actual Rupture/Deflation, Change shape/size/style, Ptosis." Ptosis is not considered device related. This record is for the left side. The device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.